Event description:
Notified in 2004 of irix 70 scissor arm break at the first knuckle.

Manufacturer narrative:
The reported condition is attributed to a failure of the support arm. This condition was identified by the MFR in 1995 and corrective actions were instituted at that time. The device cited in this report is involved in recall.